Manufacturer narrative:
An event of device deformity during implant was reported. Information from field indicated that there were no interactions with cardiac structures and no angulations or kinks noted in the delivery system. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna

Event description:
It was reported that on (B)(6) 2024, a 5-4mm amplatzer duct occluder was chosen for implant using an 6f non-abbott sheath. During procedure, it was noted that the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient and they retrieved the device back. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The procedure was terminated. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.